Event description:
Event description guidant received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) exhibited a fault code av15, indicating a microprocessor problem. The device will be explanted and returned to guidant for analysis.